Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 329 mg/dl at time of incident. Customer mentioned that sensor reading was 250 mg/dl and blood glucose reading was 290 mg/dl and the another blood glucose reading was 252 mg/dl, when customer last checked their blood glucose was 420 mg/dl and it went down to 400 mg/dl, it went down to 250 mg/dl because of the manual injection that customer gave them self. Customer mentioned that they gave a manual shot of insulin, as it seems that the insulin pump was not bringing the numbers down. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer declined to continue troubleshooting for other possible causes of high blood glucose. The devices will not be returned for analysis.